Event description:
Information received by medtronic indicated that the insulin pump had a cracked at side and wet sometimes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with partially broken retainer, pillowing keypad overlay and fading serial number label. Insulin pump passed the self test and displacement test. No unexpected alarms or alerts in the pump history noted. Pump was cut open and found no moisture damage on the electronic assembly, 40 pin flexible printed circuit/lcd, motor, battery tube, vibrator, internal battery and keypad assembly during the visual inspection. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
On (B)(4) 2020 the customer alleged insulin pump has a crack on the side and moisture damage. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads during the visual inspection. Device passed the self test and displacement test. Device was cut open to perform visual inspection and found no moisture damage on the electronic assembly, motor, force sensor, battery tube, vibrator, internal battery and keypad assembly. Cosmetic damage was confirmed behind the insulin pump at the battery compartment and battery tube threads. Moisture damage was not confirmed noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.